Event description:
Received info regarding multiple cartridges leaking. Reportedly the customer believes the leak is coming from the bottom of the cartridges. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.